Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer either changed the supplies to address the event or cleared the alarm and resumed insulin delivery. Blood glucose ranged from 176-275 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.